Event description:
The customer reported to olympus, the uretero-reno videoscope had a hole in the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The customer did not know what the foreign material was. It was unknown if there was a delay to precleaning. The instrument/suction channel was aspirated with water. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in detergent solution. The instrument channel outlet was wiped/brushed with a clean lint-free cloth/brush/or sponge. It was unknown if the instrument channel, instrument channel port, and suction cylinder were brushed. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the channel tube, water tightness was lost. Due to a pinhole on the bending section cover, water tightness was lost. Due to a pinhole on the connecting tube, water tightness was lost. Due to damage, switch 2 did not work. Due to a chip on the objective lens, flare or ghost occurred. The objective lens was shaved. The light guide bundle was slipping down. Due to a dent on the channel tube, the forceps could not be inserted smoothly. Due to the wear of the angle wire, the neutral position of the angle knob was out of the specified position. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a cut on the angle wire, the bending section could not be bent in the up direction at all. The control unit was sticky due to water leakage. The video connector case was deformed. The video cable had a scratch. The universal cord was sticky. The up/down angulation lever plate was sticky. The adhesive on the bending section cover had a chip. Due to damage, switch 3 did not work. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: chapter 6 application and conditions for cleaning, disinfection and sterilization, chapter 7 cleaning, disinfection and sterilization procedure, chapter 8 maintenance procedures of equipment for cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.